Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to user-applied mechanical forces, misaligned insertion, and/or prying/leveraging during use.

Event description:
On 07/21/2025, a sales representative reported via (B)(4) that an 5033-100 capturing rod assemblys galileo lag screw was loaded onto the handle and capture rod. When the screw was advanced over the 3.2mmx 381mm guide wire it got stuck. After removing the guide wire and then readvancing the screw the handle was disengaged from the screw and the capture rod was inspected. The top portion of the rod was broken off on the mayo stand. An x-ray was obtained to confirm no portion of the rod was left inside of the patient. The procedure was completed without any additional time or issues. Additional information was provided on 07/24/2025 where the sales representative stated this event occurred during a intertrochanteric fracture. The device broke at the threads where the nut attaches when it was placed over the guidewire. The patients bone was soft, all fragments were retrieved. The cases was completed using a second capturing rod from the instrument set. There were no major delays, and no additional anesthesia was delivered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.